Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, surgeon sealed then cut after end tone. Upon cutting there was bleeding. Surgeon regrasped, double sealed, then cut again but bleeding continued. There was no regrasp alert. There was evidence of energy delivery and an end tone was heard. They used a different ligasure and another unit to complete the procedure. It was also confirmed that there was a post op bleeding which resulted in the patient needing another procedure.